Event description:
It has been reported that a pin in the oscillating saw attachment was broken during surgery. No patient harm or injury, but a surgery delay of 15 minutes have been reported.

Manufacturer narrative:
The product was not returned at the date of the present report, the investigation is then not completed. A medwatch follow up will be submitted when the investigation is completed.